Event description:
Md was using misonix bone scalpel during l4- s1 pedicle screw fusion procedure when a piece of the bone scalpel broke off. All broken metal pieces retrieved from patient and accounted for.